Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: e1, and h6. Correction in the field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the facts found out from the investigation, it is likely that, and image was not displayed because an abnormality occurred in the communication with the scope due to faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a defect in the scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite xenon light source screen was black. The issue was found during delivery acceptance and the procedure was completed with a similar device. There were no reports of patient harm associated with this event.